Manufacturer narrative:
Cubby beds made ten (10) attempts to gather additional information relevant to the investigation. The order number, tech hub lot number or serial number was not made available to cubby beds and therefore the manufacturing records were unable to be reviewed. The damaged product was not returned for examination by cubby beds. A replacement tech hub was provided. Pack80029 v1.0 tech hub accessory manual includes the following warnings: pg 3 - use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks and safety sheets every 30 days. If any damage is present immediately discontinue use and contact cubby for repair or replacement. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. Periodically examine electronic accessories of this product for damage to the cord, housing or other parts that may result in the risk of fire, electric shock or injury. If the product is damaged, do not use it. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. The mother confirmed there was no injury as a result of the event.

Event description:
Retrospective feedback: per parent, her child broke the tech hub assembly and was able to elope through the tech hub portal area. Photos provided by the parent show the bottom tech hub screws missing and the hub partially detached from the canopy, a wire exposed to the inside of the bed, and a broken tech hub housing plate. The child kicked the tech hub and broke it and got his body through the hole of the tech hub. The child has been eloping from the tech hub hole. The parent confirmed there was no injury as a result of the event.